Event description:
It was reported that the customer had high blood glucose levels of 500mg/dl. It was also reported that the insulin was not being delivered and their was an absence of a no delivery alarm. Troubleshooting occurred and it was found that their was air bubbles in the reservoir. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.